Manufacturer narrative:
Product complaint #(B)(4). Investigation summary :the following device was received for analysis: 257005100, lot no - ct0701. There was no product malfunction or patient harm reported with the returned device. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tip of the summit standard imp. Inserter was deformed. The observed condition of the tip consistent with constant heavy usage, off axis impaction forces and prying motion. However, taking in consideration the age of the device (23 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ct0701) provided is not a valid finished goods lot#.

Event description:
It was reported that the device summit standard imp. Inserter was received for analysis. There was no product malfunction or patient harm reported with the returned device. During manufacturer's preliminary visual examination performed on (B)(6) 2024 a condition of deformed was found on the tip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.